Event description:
It was reported that during an in clinic interrogation of patient's device, the left ventricular (lv) lead was not pacing well. Repeat chest radiography revealed that the lv lead had dislodged back into the right atrium whereas the initial chest x ray immediately after the initial procedure had shown normal lead position. The patient had tripped and fallen and another person had grabbed the patient's left arm, therefore the lead was dislodged. The lead was extracted and replaced on (B)(6) 2017. Patient was stable throughout the procedure.

Event description:
New information received on 12/27/2017 notes that the patient had chest pain, dizziness, dyspnea due to left ventricular (lv) lead dislodgement. The patient had a history of dilated cardiomyopathy.